Event description:
It was reported that while a getinge service territory manager (stm) visited the site to complete a preventive maintenance (pm) a note on the cardiosave intra-aortic balloon pump (iabp) stated that the low level connector was not working. The stm asked for additional information and was told that the unit would not transfer patient data to bedside monitor and the unit was swapped out. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that visited the site opened the iabp, inspected, and found pins from the from the connector to the front end board were broken. To address the issue the stm replaced the front end board, and completed all testing. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer, and cleared for clinical service.

Event description:
It was reported that while a getinge service territory manager (stm) visited the site to complete a preventive maintenance (pm), a note on the cardiosave intra-aortic balloon pump (iabp) stated that the low level connector was not working. The stm asked for additional information, and was told that the unit would not transfer patient data to bedside monitor, and the unit was swapped out. There was no harm, or injury to patient, and no adverse event was reported.